Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was doing some updates while there was a case ongoing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the station performed updates during an active case. A technical support specialist (tss) reviewed the case, verified the station configuration, and confirmed compliance with windows server update services (wsus) and antivirus policies, with no pending updates or reboot requirements. The tss determined that the unexpected reboot was caused by a deferred restart from a previously installed update and confirmed that once the restart deadline was reached, windows proceeded with an automatic reboot even while the station was in use. Customer confirmed to close the case and manually reboot the station. The system functioned as intended after technical support specialist investigated the device.